Manufacturer narrative:
Device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found 4 cover placement that may have caused or contributed to the reported issue. However, the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. In addition, a notification of this matter was sent to the personnel for awareness. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken if indicated. Escalation & trend/cluster assessment: a cluster assessment found 1 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets monthly to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Root cause: inadequate testing or inspection and inadequate/unclear documentation. Corrective and preventative action: a quality nonconformance (qnc) was opened for the dimensional difference between the width of the cover and the width of the ribbon which facilitates the positioning of the cover and does not meet the specification. The method of measurement is subjective and not specifically as clear as the measurement of the positioning of the cover. Corrective action take included the centerlining tables updated, in process measurements taken, clarifying measurement approach method with update to the online quality reference, and assessment of risk of the (rational of disposal) failure mode. No further information is available at this time.

Event description:
The consumer stated that upon removal of the tampon it broke in half. This occurred with two u by kotex sleek regular tampons. She was able to remove the remaining pieces each time. Medical attention was not required.